Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a nc sprinter balloon to post dilate a stent in the circumflex artery. No damage was noted to the device packaging and no issues removing the device from the hoop/tray. It was reported that the balloon ruptured during the procedure. It is unknown what atm the balloon was inflated to when the rupture occurred. The balloon was replaced to complete the procedure. Operation extended for about 15 minutes. No patient injury reported.